Manufacturer narrative:
The failure investigation has been completed and the wake button issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen would flicker when a button was pressed. Additionally, it was reported that the wake button was working intermittently and required multiple presses to wake up the pump. There was no impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.